Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left lower extremity vein to the inferior vena cava, the contrast agent was allegedly found to be leaked into the blood vessel. It was further reported that after the balloon was withdrawn, the test in vitro shows that there was allegedly a obvious liquid overflow on one side of the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One photo received and reviewed. In the photo could observe the inflated balloon and some water droplets near to the balloon. No other parts of catheter balloon were noted. And no evidence of balloon rupture could be observed. No other anomalies were noted. In the received photo, could not identify evidence of balloon rupture. Therefore, the investigation was inconclusive for the reported balloon rupture issue. A definitive root cause for the reported balloon rupture issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2026), g3, h6 (method). H11: d2b (dqy; lit), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left lower extremity vein to the inferior vena cava, the contrast agent was allegedly found to be leaked into the blood vessel. It was further reported that after the balloon was withdrawn, the test in vitro shows that there was allegedly a obvious liquid overflow on one side of the balloon. The procedure was completed using another device. There was no reported patient injury.